Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was kinked approximately 11.0, 17.0, 21.0, and 35.0 cm from the proximal hub. Conclusions: evaluation of the returned device confirmed that the benchmark was kinked in multiple locations along its length. This type of damage can occur if the catheter is forcefully removed from its packaging card. Kinks more distal along the length of the catheter likely occurred during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the benchmark 6f 071 delivery catheter (benchmark) was kinked at the mid-shaft upon removal from the packaging. The damaged benchmark dc was found prior to use and therefore, was not used in the procedure. The procedure was completed using another benchmark.